Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced and was hospitalized for peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. The patient was treated with cefazolin (1g, every day, intra-peritoneally (ip)) and fortum (1g, every day, ip) for the peritonitis. The treatment given for the peritonitis was ongoing. Pd therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of birth is unknown; however, the birth year was reported as 1950. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.